Event description:
It was reported that there was a plunger sensor error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 8/25/2025. H3/h6: one device was returned for analysis of plunger sensor error. There was no recent service history. Review of event log found check syringe plunger sensor and battery communication timeout. Visual and functional testing was performed. Investigation found the plunger gear assembly had not been aligned properly from a previous repair attempt. Further investigation found the o-rings for the plunger flippers dry and cracked, stripped screw threads in the plunger tube, damaged plunger cable, worn clutch and leadscrew, broken plunger position potentiometer and the display backlight is not working properly. Replaced all damaged and malfunctioning parts. Pump passed all functional testing post repair.